Manufacturer narrative:
Only the afp (articulating foot platform) was returned for evaluation. Nothing in the afp's function could be associated with the text of the complaint. The footplate's length as determined by the order was within specification. The alleged event was most likely caused by user error.

Event description:
Alleges customer sustained broken toe due to feet hanging over footplates.

Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges customer sustained broken toe due to feet hanging over footplates.